Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer is unable to exit the preparing to prime loop. Customer was experiencing high blood glucose of 402 mg/dl. She treated with manual injection. The drive support cap is recessed. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis. Customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.